Manufacturer narrative:
(B)(4). The service engineer replaced the damaged oxygen sensor, which resolved the reported issue. The ventilator then passed all performed testing and operates within the manufacturing specifications.

Event description:
It was reported that there was a damaged oxygen sensor. The ventilator was not in patient use at the time of the event.